Manufacturer narrative:
It is unknown if the product will be returned for analysis. If the product is returned a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this introducer showed a deficient fixation between the introducer and the pacing catheter, therefore allowing it to move and relocation was needed. It is unknown if the device will be returned for evaluation. No patient injury. Patient demographics unavailable.